Event description:
It was reported that the pump displayed an occlusion alert while the patient was due for an infusion set change; the patient uses an inset infusion set, completed a set replacement with guidance, and the alert resolved, consistent with a mechanical problem related to the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified that was resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
Initial.